Manufacturer narrative:
The manufacturer did not receive x-rays but received other source documents for review. The device has not been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). Item and lot numbers unknown.

Event description:
A patient is pursuing a product liability claim because a revision surgery is planned due to elevated metal ion levels.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the male patient underwent a hip and knee intervention on (B)(6) 2006 at (B)(6). On (B)(6) 2019, 13 years after the intervention, the company informed that a limited number of patients operated between 2003 and 2011 were facing problems related to the use of metal-on-metal hip prosthesis. The patient underwent a specialist orthopedic examination on (B)(6)2019 and with respect to the outcome the doctor informed the patient of possible systemic complications and therefore advised the patient to have a prosthetic replacement surgery. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Letter by legal counsel, dated oct 25, 2019 (letter translated from italian to english and summarized, please note italian is not the investigator's native tongue): as a member of the legal counsel of the a.e.c.I. Tuscany to represent associate mr. (B)(6). Our associate (B)(6). Reported that he underwent a hip and knee intervention on (B)(6)2006, at the hospital (B)(6). With a note dated 23.05.2019, and therefore 13 years after the surgery, this company informed our associate that in a limited number of people operated between 2003 and 2011 there were some problems related to the use of metal-on-metal hip prosthesis. On (B)(6)2019, (B)(6) underwent a specialist orthopedic examination and with respect to the outcome the doctor informed the patient of possible systemic complications and therefore advised the patient to have a prosthetic replacement surgery. In particular, as can be seen from the documentation in the possession of our associate, he will have to undergo a revision intervention priority class a for "complications from internal joint prosthesis". Patient data: (B)(6), male. No medical records such as surgical reports, laboratory reports, office visit notes or x-rays have been received. Product evaluation: no product was returned. To date, there has not been any indication of a revision surgery; therefore, it is assumed that the complained products are still implanted. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be reviewed due to missing reference and lot number. Conclusion: it was reported that the male patient underwent a hip and knee surgery on (B)(6)2006 at (B)(6). On (B)(6) 2019, 13 years after the intervention, the company informed that a limited number of patients operated between 2003 and 2011 were facing problems related to the use of metal-on-metal hip prosthesis. The patient underwent a specialist orthopedic examination on (B)(6)2019 and with respect to the outcome the doctor informed the patient of possible systemic complications and therefore advised the patient to have a prosthetic replacement surgery. A medical documentation consisting of laboratory results, surgical reports to clarify whether a revision surgery has been performed and to describe the intraoperative findings as well as evaluation reports of imaging examinations such as MRI and x-rays have not been received. Based on the significant lack of medical records the reported event could neither be confirmed nor could we perform a meaningful evaluation on the reported event. In addition, patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity and relevant medical history are unknown. Due to missing reference and lot number of the complained products, a review of the manufacturing records could not be performed. Due to the significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). In conclusion, based on the provided information, we were neither able to confirm the reported event nor to perform a meaningful investigation. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.